Manufacturer narrative:
Additional device used - 2nd implanted lead:product description: evoke cap12 trial percutaneous lead kit - 60cmmodel # : 102880catalog#: 3016serial/lot #: (B)(6)manufacture date: 12jun2024expiration date: 12jun2026implant date: (B)(6) 2025explant date: (B)(6) 2025

Event description:
During the trial period of an evoke spinal cord stimulation (scs) system,the patient was evaluated for loss of stimulation and bleeding at the lead implant site. The dressings were changed and the implanting physician administered localised steroid injections. An x-ray was obtained and confirmed lead migration. The patient¿s trial leads were removed the following day. Six (6) days after removal of the evoke scs trial leads, the patient was evaluated in a hospital setting for loss of consciousness, incontinence and lower limb weakness. The patient was subsequently discharged with all symptoms resolved except residual lower limb weakness. The patient is undergoing physical therapy to resolve the persisting symptom. It was confirmed that these symptoms were not present during the evoke scs system trial period and that all trial evoke scs system devices were explanted when these symptoms began. The implanting physician has not provided an assessment of the symptoms which onset following the evoke scs system trial period.